Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The lesion was located in the proximal left anterior descending artery. The physician asked for a liberte bare metal stent and was handed a 3.50x20mm taxus liberte stent, which was implanted. After the case was completed, it was realized that a drug eluting stent was implanted and not a bare metal stent. The patient was placed on antiplatelet therapy. No further patient injuries or complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.